Manufacturer narrative:
Evaluation of the returned px slim revealed ovalizations on the distal shaft. If the device is forcefully pinched or gripped during use, damage such as this may occur. Manipulation of the device within the reported tortuosity of the patient¿s anatomy may have contributed to the ovalization. This damage likely contributed to resistance while advancing the two subject pc400¿s during the procedure. Further evaluation revealed that the pusher assembly distal detachment tip (ddt) and embolization coil for second pc400 was within the catheter and was unable to be removed. This damage was incidental to the reported complaint and may have occurred after removal from the procedure. Evaluation of the first returned pc400 revealed offset coil winds and pusher assembly kinks. This damage was likely due to advancement through the damaged px slim if the device forcefully advanced against resistance, damage such as this may occur. Resistance was experienced during re-sheathing and subsequent advancement through a demonstration px slim due to the offset coil winds and pusher assembly kinks. Evaluation of the second returned pc400 revealed that the pusher assembly ddt was fractured, and the embolization coil was detached within the px slim. This damage is likely a result of advancement through the damaged px slim. If the pc400 is forcefully manipulated against resistance, damage such as this may occur. Due to the return damage, the device could not be functionally tested. Further evaluation revealed a pusher assembly kink. This damage was likely incidental to the reported complaint. Penumbra catheters and coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1.3005168196-2021-02472, 2.3005168196-2021-02473.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 1.3005168196-2021-02472. 2.3005168196-2021-02473.

Event description:
The patient was undergoing a coil embolization procedure in the basilar artery using a px slim delivery microcatheter (px slim) and penumbra coil 400s (pc400s). It was noted that the patient anatomy was tortuous. During the procedure, while advancing a pc400 into the px slim, the pc400 became stuck. Therefore, the pc400 was removed. Next, while advancing a new pc400 into the px slim, the same issue occurred, the pc400 became stuck. Therefore, the pc400 and the px slim were removed. The procedure was completed using new pc400s and a new px slim. There was no report of an adverse effect to the patient.